Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, grip dented, scope connector cover scratched, lug unit deformed, acoustic lens scratched, due to clogging of tube, balloon suction volume did not meet the standard value, connecting tube coating peeling, due to wear of angle wire, bending angle in up direction did not meet the standard value, and due to wear of angle wire, bending angle in left direction did not meet the standard value. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus during reprocessing of the evis eus ultrasound gastrointestinal videoscope, the cleaning brush broke off in the scope balloon channel. Upon inspection and testing of the customer returned device, foreign material was found clogged in the balloon channel and the cleaning brush could not be inserted smoothly in the channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that it occurred during normal use including cleaning because assessment revealed that there was a possibility of mishandling. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor the field performance of this device.